Manufacturer narrative:
Correction to h6, the subject device was returned and evaluated. This report is being supplemented to provide additional information based on third-party culture results (please reference b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: due to a cut on switch button 1, water tightness is lost. Flexibility adjustment ring has a scratch. Grip has a scratch. Air/water cylinder has discoloration. Scope cylinder has discoloration. Switch button 2 has a cut. Due to shortcut of switch cable, control unit gets warm. Mouthpiece has corrosion. Circuit board unit in scope connector has corrosion due to water leakage. Scope case unit has corrosion due to water leakage. Plug unit has corrosion due to water leakage. Due to a pinhole on bending section rubber, water tightness is lost. Due to a pinhole on connecting tube, water tightness is lost. Light guide protector has a chip. Light guide lens has a crack. Universal cord has a wrinkle. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the customer culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Due diligence was performed for this event with no response received from the customer. An independent laboratory will perform for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported for this event by the customer, the evis exera iii colonovideoscope tested positive in a microbial test performed for the device. There is no reported harm to any patient.